Event description:
Customer reported that the insulin pump alarmed button error and the display froze. Customer stated that she changed the battery numerous times, but the insulin pump remained frozen and there is no response from any button. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. No frozen display noted. The insulin pump had cracked display window corner, scratched lcd window and cracked reservoir tube lip.